Event description:
The account alleged that a pt was in the bed and the head section collapsed. Pt was given an MRI and no injury was reported.

Manufacturer narrative:
The technician investigated and could not duplicate the alleged incident. The account stated that the head of the bed was at twenty degrees, the pt attempted to adjust the head higher when the head section dropped to flat abruptly. The technician tested the head function and found no issues and the bed functioned as designed.